Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot #: (B)(4), serial #: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-mar-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was approximately (B)(6) 2018 (last few months). It was reported the patient experienced a lack of efficacy over the last few months. A dye study was performed but unable to aspirate the catheter. The patient was referred to a neurosurgeon for catheter revision/replacement. No environmental/external/patient factors may have led or contributed to the issue. Surgical intervention was planned but not scheduled. Patient status was alive - no injury. The issue was resolved. Patient weight and medical history were asked but unknown. No further complications were reported.